Manufacturer narrative:
Section d brand name corrected. Section d catalog number was corrected.

Event description:
Additional information indicates that the dressing used to keep the access site was changed, resulting in less tension on the impella catheter, and a femstop was placed loosely over the site. These interventions were successful to stop the oozing/bleeding.

Manufacturer narrative:
The cause of the mechanical interaction with blood was not determined due to no prod returned, inconclusive data log review, and insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to no product returned and insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68 year old male with an indication for mechanical circulatory support due to acute myocardial infarction (ami) and cardiogenic shock (cgs) was supported with an impella cp inserted via the right femoral artery on (B)(6) 2025. Based on the information available, the reported events¿including minor groin bleeding, suspected catheter tension, cardiac arrest during procedural escalation, and subsequent concern for hemolysis¿occurred in the context of a critically ill patient undergoing high risk mechanical circulatory support transition from impella cp to impella 5.5 with ECMO initiation. There is no evidence at this time to suggest a device malfunction or failure contributed to the adverse events. Device function and procedural complications are consistent with the patient¿s severe underlying condition and the complexity of the intervention. The patient survived to explant of pump 1 and remains on support with pump 2 at the time of this report. A device return is not expected for pump 1; return status for pump 2 remains pending.